Event description:
The affiliate reported, a customer with suspected positive biological indicator (bi). The customer reported that load was not fully recalled and some of the instruments were used on pts. The customer did not provide any info regarding potential pt issues.

Manufacturer narrative:
.